Manufacturer narrative:
Pending investigation. Concomitant medical products: (B)(4), 02-022-35-4509 - truliant tib imp ps insert sz 4.5 9mm. (B)(4), 02-022-45-4535 - truliant tib fit tray cem sz 4.5f/3.5t. (B)(4), 200-07-29 - advanced patella 29m 3 peg implant. Recall number: z-0023-2022.

Event description:
As reported, the patient had an initial right tka on (B)(6) 2021. The patient complained of pain. Loose femur. The patient was revised to competitor implants. There was no breakage of device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. The device will not be returning due to hospital policy.

Manufacturer narrative:
H3: the revision reported was likely the result of an insufficient bond between the femoral component and the bone and/or patient related conditions, which led to aseptic (non-infected) femoral loosening and pain. However, this cannot be confirmed as the devices were not available for evaluation.

Manufacturer narrative:
H3: the revision reported was likely the result of an insufficient bond between the femoral component and the bone and/or patient related conditions, which led to aseptic (non-infected) femoral loosening and pain. However, this cannot be confirmed as the devices were not available for evaluation.

Event description:
As reported via legal documentation, a patient had right tka (B)(6) 2021. They underwent right knee revision surgery (B)(6) 2022, approximately 1 year post primary procedure. Revision op report noted the synovial tissue looked healthy, and there were no signs of mucus or purulence or significant synovitis; however, there was significant scar tissue of the synovial tissue. The patellar button was well-fixed in a good position. There was no damage or signs of delamination on gross inspection of the tibial insert. The components were well fixed and in appropriate alignment. The surgeon noted that the patient's bone quality was quite poor. There were no intraoperative fractures. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
As a result of additional information provided, section b5 has been updated. Information has been added to sections d8 and e4. Initial report fields f6 and f8 should be blank, this is a manufacturer's report.